Event description:
Dexcom g6 and g7 issues. Alerts do not work which will eventually cause someone to lose their lives if it is not fixed. It has to do with apple phone 17.5.1 version upgrade that dexcom has not resolved. Here is my discussion with a dexcom tech: (B)(6): no alarms at all? (B)(6): no it wasn't alarming at all though I read up that if you shut down the bluetooth for 2 min and then restart, it will work for a while and then stop again. (B)(6): and you do have the current ios version 17.5.1? (B)(6): yes which is when the problems began. (B)(6): right. Because currently the dexcom app can only support ios version ios 17.5.0. (B)(6): I am reading a lot of comments on line that others are having the same issue. (B)(6): I understand that, but the phone does it automatically and they will not let you go back to the previous version. (B)(6): yes. Because if the app is not yet updated to the latest version of ios, some features might not work. (B)(6): the best thing to do if I may suggest is to turn-off automatic updates on your phone. (B)(6): well that's good to hear now but in the meantime, what do we do? (B)(6): so we can prevent this issues in the future. (B)(6): so basically there is nothing that can be done?? (B)(6): any idea when that will be updated? (B)(6): unfortunately there is none since this would be a compatibility issue. (B)(6): none? (B)(6): we still do not have any updates because it's being work on by a different department. (B)(6): I am asking if there will be an update to the dexcom system? (B)(6): how do I reach that department? (B)(6): there is no phone# that we can provide sorry. (B)(6): is there anything else I can help you with today? (B)(6): I guess what I need to do is talk to my dr about finding an alternative to dexcom. (B)(6): I disappointed that this has to happen. (B)(6): especially since there is no fix to the no alarm problem. (B)(6): definitely I'll take note of this incident. (B)(6): I'm sorry for it. (B)(6): this could cause many medical emergencies for many folks this is extremely dangerous for all folks sleeping and no audible alarms. Crazy that this is not a priority for dexcom.